Manufacturer narrative:
Date of report: 12jul2019. Date received by manufacturer: 14jun2019. The manufacturer¿s international customer specialist confirmed the reported issue. Ventilator was returned to further investigation and credit was issued. The ventilator was return for analysis and during further investigation (fi), failure analysis on the returned v60 ventilator revealed that unit passed all tests. Root cause: the v60 ventilator was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that a new unit had low oxygen (o2) flow concentration. The customer reported there was no patient involvement.